Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; nausea/vomiting; asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.